Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2016 with the following findings: during investigation, the pump powered on and revealed that the display functioned properly. The display screen was clear and legible. The complaint of lines through the display was not duplicated. The pump was opened and the display flex was found to be fully seated and secure in the connector. There was no defect found during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.